Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported the device broke. A fetch®2 thrombectomy catheter was selected for use during a procedure and broke. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported the device broke. A fetch® thrombectomy catheter was selected for use during a procedure and broke. No patient complications were reported.